Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the basal suspension, customer's blood glucose (bg) level rose ranging from 450 mg/dl to 500 mg/dl. Customer went to the hospital and was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on 4/19/2026 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available. Cusotmer continued to use the pump for insulin therapy.